Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose after missing a low battery alarm during the night, and that they had a damaged battery cap. The customer's blood glucose level was 38 mg/dl and was treated with orange juice and breakfast. The customer declined troubleshooting for the event. The insulin pump will not be returned for analysis.